Event description:
A patient contacted baxter's technical service center regarding not having an initial drain, which occurred on the homechoice pro (hcp) during use during fill. The patient stated they were in fill 1 and the fill volume equaled 1274 ml. The patient stated that an initial drain was not done. The technical service representative (tsr) assisted the patient with doing a manual drain. The manual drain volume equaled 3355 ml. The tsr reviewed the initial drain volume and it equaled 1 ml. The last fill volume equaled 2000 ml. The initial drain alarm was set to off. The tsr explained to inform the registered nurse (rn). The tsr bypassed the patient to drain 1. The drain volume equaled 18 ml. The machine moved on to fill 2. The hcp was operational. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012. The rn stated she was aware that the patient drained 3355 ml. The rn stated the patient called her and reported that baxter assisted her with troubleshooting and determined that the patient's initial drain alarm was off. The rn stated this has since been corrected. The rn stated that the patient's largest prescribed fill volume is 2000 ml. Product surveillance informed the rn that this meets overfill criteria (any therapy where the patient volume exceeds (B)(4) of the maximum prescribed cycle fill volume). The rn stated she thinks the overfill was due to the issue with the initial drain alarm setting, and that since adjusting the setting the patient has been continuing therapy successfully. The patient has not reported any other drain volumes that meet overfill criteria. There was no patient injury or medical intervention reported. No further information was available.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for an increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.